Event description:
It was reported that after starting the ilet, the user entered meal announcements incorrectly and subsequently experienced recurrent hypoglycemia after meals; a factory reset was performed and insulin delivery was resumed as intended, while the user was using a dexcom g6 and treated lows with oral glucose. Symptoms included low blood glucose in the 40s to 50s for about two hours, without loss of consciousness or other acute sequelae. Outcomes included temporary interruption of normal glycemic range without hospitalization or medical intervention. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed user setup and meal announcement use error with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.